Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that comes in used condition. Biological matter can be observed on the device's tip and suction tube. The device will be sent to the manufacturer for further testing. Manufacturing investigation results for vapr coolpulse90 electrode: the device was received in a sterilisation bag only. Tip components condition is lightly used-based erosion, residue around and within active tip, residue and scratch marks on the ceramic, saline residue on the back face of the distal tip, and what looks like rust around the top of the return shaft. A small indent on the top of the suction hole, initial inspection suggests a breakage, or welding error during manufacture. Handle assembly condition is good condition bar the residue across the entire handle, residue within the suction tube. Cable and plug assembly condition is in good condition. Electrical checks: the device passed all the parameters. Functional checks: the device passed all the tests. It is worth nothing that the initial complaint stated that the device was found to be blocked pre-operatively, the amount of debris and residue within and around the active tip and suction tube would prove otherwise, and that it has been used. There is a small amount of erosion on the active tip, which suggests the device was only used for a short amount of time or primarily in the coagulation mode. The customer complaint of the device having 'a blocked aspiration' implying a fault in suction cannot be substantiated. During the investigation, it was noted that there was an indent on the top of the suction hole on the active tip. This device was passed on to our senior process engineer to investigate further. During his investigation, he noted that this defect does not look like a manufacturing fault as it does not seem to be a break or a weld error, but that it looks like something has damaged the tip by getting caught in the suction hole, potentially in prep for surgery or during surgery. We are unable to provide a potential root cause for why this defect may have happened. The overall complaint was not confirmed as the observed condition of the vapr coolpulse90 electrode would have not contributed to the complained device issue. Based on the investigation findings, a potential cause for the reported issue cannot be established since the device passed the visual and functional test. The potential cause for the indend in suction hole is undetermined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
T was reported that prior to a shoulder arthroscopy surgical procedure it was observed that the vapr coolpulse90 electrode device aspiration was blocked. Another like device was used to complete the procedure. There was a thirty minute delay in the procedure reported. There was no patient consequence, however, the procedure was prolonged due to the device-related difficulty. No additional information was provided.